Event description:
The tube may have caused an ulcer due to the firmness of the tip of the tube. The ulcer in this pt developed directly across from the end of the tube. Pt developed anemia and required 4 units of packed cells. The tube had to be surgically removed. One pt involved.